Manufacturer narrative:
The technician found the side rail shoulder screw holding the locking lever was missing. The tech replaced the side rail shoulder screw to resolve the issue.

Event description:
The account alleged that the side rail will not latch. No patient impact.